Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation of the electrode belt, the electrode belt connector was damaged and was unable to plug into a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The electrode belt connector was damaged and was unable to connect to a monitor.